Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the user could not control the monopolar curved scissors (mcs) instrument's direction. The user continued and completed the procedure with no further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that there was no patient injury. The mcs instrument moved in the opposite direction. The issue occurred with the surgeon's head inside the surgeon side console's high-resolution stereo viewer while the surgeon was attempting to manipulate the instrument. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. The instrument was inspected prior to use and no damage was found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The black conductor wire is not visible on this instrument.